Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube, and vibrator assembly. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, or verify unresponsive buttons and battery out limit alarm due to the blank display. Visual inspection of the keypad assembly shows corroded keypad traces, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump may have come in contact with water and had condensation under display screen. Customer also reported to have received a battery out limit alarm, pump had a constant tone, buttons were not responding and display screen showed partial information. Customer was advised that insulin pump would need to be replaced.